Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a system implant. It was noted that the right ventricular lead was not able to achieve good thresholds after several repositioning. The lead was not used and replaced. The patient was stable before, during and after the procedure.